Event description:
It was reported by service report that the weld on the right locking spindle was broken and the side rail could not be locked in the upright position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.